Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose of approximately 500 mg/dl and diabetic ketoacidosis. The customer did not feel any symptoms. Her infusion set cannula was bent but she did not receive a no delivery alarm. The patient declined troubleshooting for the high blood glucose. She mentioned that the hyperglycemia may have either been due to the bent cannula or an issue with her liver.